Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported that on or about 3-4 (2012-2015) years that she experienced severe hip and back pain. Surgeon identified patient hips as as "nearly fused in socket," causing the hip to stretch in the si joint to facilitate walking. On or about (B)(6) 2018 patient right hip replaced and relief was immediate. Approximately 2 years ago, patient reported pain .surgeon blamed the pain on radiating from the right hip toward the right knee. Surgeon blamed patient's pain on her deteriorating knees. On (B)(6) 2022, patient's right hip popped out of joint and was transported via ambulance to (B)(6) health system to be treated. It was determined the hip had popped anterior and explained that this was a very rare type of dislocation. The ER orthopedist contacted the patient's surgeon to advise testing should be done to identify the source of the dislocation, as they felt like this type of dislocation was usually related to infection. Upon seeing surgeon, patient was sent for an MRI, a fluid aspiration and had heavy metal numbers for chromium and cobalt drawn. The cobalt & chromium both came back elevated. Cobalt levels of 2.9. On (B)(6) 2022, patient right hip ball and cup were replaced with a fresh polymer cup and ceramic/titanium ball. Surgeon cleaned up the surface of the trunnion and found found extensive damage to the abductor muscles and removed 80% of the abductors due to "necrosis and rupture from the metalosis." Recovery has been slow. Patient was writing a message if the company offers any compensation for damage done? Do you know if the ceramic/titanium ball was the best alternative to prevent further damage or need for repairs? Patient was a 63 years old and was told to be likely lose my position at work (I am a clinical coordinator, rn) due to the prolonged time for recovery and the likelihood I will continue to require an assistive device (cane or walker) to ambulate. Prior to the hip popping out of joint I required no device even though the hip was in pain. Patient stated that she was too old to be hired for a new position. Patient currently on a walker, still having difficulty getting up from a chair. She was paying for physical therapy copays at $50/week. Her income has been limited due to short-term disability. Patient do not want to pursue legal actions because she do not have have the money or desire, but do feel there should be some type of compensation due to the knowledge of the cobalt/chromium reactions and the damage done. Doi: (B)(6) 2018; dor: (B)(6) 2022; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.